Event description:
It was reported that during a davinci si hysterectomy procedure, the customer noted a 'frayed cable' on the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the visible loose wires reported by the customer around the tip area were found to be broken grip wires inside the instrument's housing. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.